Manufacturer narrative:
The device was returned and evaluated by (B)(4). The device was received with button #2 fully depressed and button #3 (for balloon retraction) not retracted. The sealant was not returned. Visual inspection revealed that the balloon's proximal bond was detached from the polyimide shaft. The balloon was bunched up, exposing the balloon's proximal bond area. The core wire was slightly curled. A misalignment of the advancer tube with the tissue tract can cause the advancer tube to "pin" the catheter shaft and prevent the balloon from deflating completely. Blood was observed inside the inflation tube, which indicates that the balloon may have been detached when the user attempted to deflate the balloon. This condition could cause the balloon material to bunch or cluster at the distal end of the advancer tube and present resistance during button #3 retraction. The review of the lot history record (f1530302) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the balloon retraction jam was the balloon material bunched at the distal end of the advancer tube which presented resistance during button #3 retraction. Therefore, during the removal of the device, the bunched balloon dislodged the sealant from the arteriotomy. The most likely root cause for the balloon bond detachment was an application of excessive force during the withdrawal of the catheter. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the deployer had difficulty sliding back the button #3 of the mynx ace device to pull the deflated balloon into the device. The device was being used for arterial closure following an interventional coronary procedure. Resistance was felt while pulling back the device to the arteriotomy. It is unknown whether or not the balloon was able to abut the arteriotomy during the deployment. The balloon was fully deflated and the button #3 was completely retracted. It was suspected that the balloon broke and the mynx sealant stayed in the device. Fingertip compression was held during the device removal and manual compression was applied for an unknown duration to achieve hemostasis. The patient was described as fine and hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.